Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2022explanted: product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(6), ubd: 29-aug-2026, UDI#: (B)(4)+ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-21: information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt said their ins and leads did not provide relief since implant date. Two manufacturer representatives (rep) were informed close to implant date, but the ins could not successfully be reprogrammed to get desired relief. Pt mentioned they recharged their ins every 2-3 days. Pt was not calling to complain about the ins, but just wanted to ask more questions about newer model inss as a replacement. Caller was redirected to hcp. (B)(6) 2025: additional information was received from the patient (pt). They reported that they have not met with their physician yet as they are very far away. Pt reported they met with a manufacturer representative (rep) to adjust their programming, but so far without relief. Pt reported the issue has not been resolved 2025-nov-03: additional information was received from the pt. Pt reports their devices have not worked with reprogramming and they had multiple reps tried to reprogram. Patient mentioned they were able to crank up the settings and they can see the muscles in their diaphragm jump and was using it to distract the pain from the coccyx. Patient mentioned they had reprogramming recently and got some relief from one out of the few groups they that were reprogrammed. Agent documented information provided on call. 2026-jan-21: it was reported the patient's electrodes were implanted too high (1 vertebra higher than the original surgery). The patient was waiting to schedule time to adjust the position of the electrodes. The issue was not resolved.